Event description:
A customer reported that the equipment displayed system messages and locked during a vitrectomy procedure. Following a delay of three hrs, the procedure was completed using a manual technique for the fluid/gas exchange. There was no harm to the pt.

Manufacturer narrative:
A company rep examined the system's event log and was able to confirm the reported system messages. The company rep then examined the system and was not able to replicate the reported system messages. The company rep replaced the low pressure air source (lpas) / illumination controller printed circuit board assembly and the lpas module to address the reported event. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).